Event description:
Customer reported top of the control level 2 vial broke off while unscrewing cap. Issue occurred during rpoc training session. No injuries occurred. Controls were replaced by manufacturer.